Event description:
Reportedly, this incident happened about a month earlier and was reported when they were reporting ftr# 200104-0688. The hospital stated that the incident was similar in that the instrument did not cut the tissue completely. No other info is available and no clinical sample will be available for investigation. 04/20/2001-follow-up with rep. The instrument was a 28mm ppceea. The surgeon fired and while trying to remove the instrument, felt it pulling. This is when it was noticed the instrument did not cut totally. The surgeon refired the instrument to cut the tissue.